Manufacturer narrative:
The index procedure was an elective case with the indication being unstable angina. No staged procedure was planned. The target lesion was reported to be the mid lad. The lesion was reported to be; de novo, not ostial, not totally occluded, smooth, readily accessible proximal segment, not angulated, 6 mm in length, vessel diameter of 2.75 mm, a 70% stenosis, concentric, and with little or no calcium. A cypher select plus 2.75 x 8 mm stent implanted in the mid left anterior descending (lad) coronary artery at 12 atm without complications/product problems. Please note that device is distributed outside the united states, however, it is similar to the united states product. The product is not available for eval and testing. Add'l info will be submitted within 30 days upon receipt.

Event description:
The report from the e-select study indicated that the pt was found to have triple (3) vessel disease and an ejection fraction of less than 30% (<30%). The pt had a cypher select plus 2.75 x 8 mm stent implanted in the mid left anterior descending (lad) coronary artery at 12 atm without complications/product problems during the elective index procedure. Five (5) days after the index procedure, the pt underwent a percutaneous coronary intervention (pci) to a non-target vessel/lesion that was the distal circumflex with the indication being residual ischemia by a stress echo - that also reported to have documented moderate aortic stenosis. The lesion was reported to be a 75% stenosis pre-pci and a 5% stenosis post-pci. There was a 0% stenosis (no restenosis), no peri-stent restenosis, and no aneurysm noted in regard to the mid lad and the previously implanted cypher stent noted during the re-pci procedure. An intra-procedural complication occurred during the procedure. The pt was reported to have had: heart failure, pulmonary edema, acute myocardial infarction (ami), cardiogenic shock, ventricular tachycardia needing electrical cardioversion. The pt was intubated, had an intra aortic balloon pump (iabp) inserted, and was given inotropic drugs. The pt expired in the cath lab. The event was reported to be unrelated/possibly related to the study device and unlikely/unrelated to the index procedure. No autopsy was done. The cause of death was ami complicated by acute heart failure (lung edema - low output).